Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, involving the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information for a pump reset and guided the caller through the process. After the reset, the error did not reappear, and the caller was able to successfully start their sensor session.